Manufacturer narrative:
Myosure controller: sn unknown, aquilex fluid management system: sn unknown, myosure hysteroscope: sn unknown. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. (B)(4).

Event description:
It was reported the physician attempted to perform a myosure procedure for uterine tissue removal on (B)(6) 2018 and the "physician had difficulty holding the pressure and the fluid deficit was rising quickly". The anesthesiologist recommend the physician abort the procedure as the patient's heart rate was dropping. The physician continued to try to remove the pathology with polyp forceps. Post procedure the patient's pathology report revealed small bowel tissue. The patient was taken back to surgery for "resection of colon."